Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. Device analysis would not confirm the issue nor determine a probable cause. The g7 wearable has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.